Manufacturer narrative:
Product ID: 3889-33, lot# v462947, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3889-33, lot# v462947, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead.

Event description:
It was reported that the patient had problems with the leads and the patient fell and dislodged the leads. When the health care provider (hcp) tried to remove the leads they frayed and separated and they were not able to remove the leads completely. It was noted that a portion of 2 leads were left in. The patient was implanted on (B)(6) 2010 and was explanted on (B)(6) 2014.